Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The catalog number and lot code for the reported device was not provided either. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "the above listed scorpio tibial tray and scorpio ps tibial insert were removed due to pain and a hot bone scan around the proximal tibia."